Manufacturer narrative:
This report is for one of four devices involved in the event, please refer to report 3013450937-2019-00008 and 3013450937-2019-00011. The device history records and sterilization batch release records were reviewed and indicated that the components involved met specification. Should additional information be obtained the report with be supplemented.

Event description:
The patient went into cardiac arrest shortly after the stem was cemented into place.